Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory detailed analysis indicates that the wire was stuck in the lead due to prolapse at the lead's tip. Continuity test also showed that the cables were bunched up and was fractured.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not implanted successfully as whisper wire became stuck in the lead requiring removal of the lead. It was also noted that there was diaphragmatic stimulation. This lv lead was never in service. No adverse patient effects were reported.